Event description:
During an apheresis procedure, the donor felt like something was in their mouth, then felt a flutter that radiated across their chest area. Donor also reported that their vision was not clear. At that time donor called the technician and started feeling sick and faint. The donor proceeded to vomit, but they did not faint. The donor's legs were elevated and donor was treated with ice packs and an ammonia inhalant. In addition, IV saline (strength not reported) was begun. After the donor was given the saline, donor stated they felt much better and wanted to finish the procedure. The procedure was completed without any further donor reactions. A follow-up call to the donor that night revealed that the donor was feeling a little weak but was a lot better. The next day another follow-up call was placed to the donor and donor said they felt great.